Manufacturer narrative:
(B)(4). This complaint for a report of a system error 2367 was not confirmed. The root cause was undetermined. The label review found the labeling adequate for the use error in this complaint.

Manufacturer narrative:
(B)(4). The event was caused by a user error. There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. Baxter will continue to monitor similar reports to determine if further actions are required. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Event description:
The home patient (hp) contacted baxter's technical service center a system error 2367 alarm which occurred on the homechoice during use during dwell 1. There were no previous alarms in the alarm log. The hp would start over with new supplies. Baxter product surveillance (bps) contacted the care giver on (B)(6) 2012. She stated that the air in the line was due to the fact that she had not primed the patient line extension. There were no allegations made against any of baxter's products. She had told the patient's nurse about the event, and his therapy has been going well since. There were no adverse effects reported in relation to this event. There was patient involvement but no patient injury or medical intervention reported.